Event description:
It was reported that when the new lead was taken out of the box it was bent. There was no difficulty taking it from the straw, and the straw didn't show any deformation. No bind was due to mishandling of the lead. A new lead was used and the implanting procedure continued as intended. There were no symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.